Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00238 on 01-oct-2021. Additional information (08-oct-2021): siemens further investigated the issue and determined that multiple process errors were posted on (B)(6) 2021. Quality controls were in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Mixer misalignment issues or sample integrity and preanalytical variables potentially contributed to the discordant, falsely depressed crea_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, generating a higher result, which was reported to and accepted by the physician(s). Another sample from the same patient, identified as sample ID (B)(6), was also processed for crea_2 on the same instrument and resulted as 124.3 umol/l. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed crea_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center and reported that a discordant, falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) recovered within acceptable ranges on the day of the event. A precision study was performed on the instrument and the results passed within design claims. A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the analyzer. During this visit, the cse performed mixer alignments. The cause of the discordant, falsely depressed crea_2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.